Event description:
The facility reported a pump with failure code 403:317:864:0000. It is unknown when this failure code occured. There was no patient injury or medical intervention necessary according to the hospital rep. No additional contact information is available.